Event description:
In 2009, a female admitted for eval of aortic stenosis. Post cath lab procedure, angioseal deployed unable to withdraw sheath. Pt to or for sheath removal. No harm to pt. Diagnosis or reason for use: close puncture in femoral artery post procedure.